Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the engine cables were loose. A field service engineer reseated and recovered all the engine cables. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer was not opening, and the other mini drawers were not closing, preventing the users to retrieve medications during a procedure. Customer added that they were able to pull the medications needed from nearby operating rooms. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers required maintenance. All drawers were recovered by proper witness, drawer 7 and drawer 13 had loose engine cables connected. Reseated the cables for drawer 7 and 13 to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer was not opening, and the other mini drawers were not closing, preventing the users to retrieve medications during a procedure. Customer added that they were able to pull the medications needed from nearby operating rooms. There were no adverse events or injuries reported based on this event.